Event description:
Received information regarding an occlusion alarm and a cartridge alarm 1 during bolus delivery. Reportedly, the customer observed cracks at the bottom of the cartridge. Customer's blood glucose level was not impacted. Customer indicated that a cartridge would be installed.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.